Event description:
It was reported that an increase in threshold was observed. Attempts to reposition the lead failed due to an increase in impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.